Manufacturer narrative:
Follow-up received on 31-may-2016: despite follow-up attempts, no response was received to date. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and left essure coil has perforated the cornua / left essure coil noted to be adjacent to the sigmoid colon, in peritoneal cavity. A laparoscopy was performed and when attempting to remove the coil, a piece remains in the wall of the uterus. These events, interpreted as uterine perforation and device breakage during removal, are listed in the reference safety information for essure. Uterine perforation is a serious event due to medical significance; device breakage is non-serious. In the present case the exact date and mechanism of uterine perforation were not reported. Given the nature of this event, causality with essure cannot be excluded. Since the device breakage occurred during essure removal, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious event was reported. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow up attempts.

Manufacturer narrative:
Follow up information (perforation questionnaire) received on 07-mar-2016 from physician: the patient was (B)(6) at the time of the events. Her medical history includes 2 pregnancies, 2 deliveries (no ectopic pregnancy; c-section; spontaneous abortion or voluntary termination). She had no gynecological intervention. The reporting physician stated the insertion procedure was done by another provider. She was not breastfeeding at time of the procedure. On (B)(6) 2016, the patient presented with severe abdominal pain; physician stated the perforation occurred on left cornua and diagnose was made via ultrasound; the left essure coil was noted next to the sigmoid colon, the majority of the coil was in peritoneal cavity. The right coil was in correct position. The patient reported the hsg (hysterosalpingogram) test done 3 months after insertion showed blocked tubes after insertion. On (B)(6) 2016, essure was removed; no signs of infection and /or inflammation were noted; the left tube was also removed. At the reporting time, the patient recovered. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and left essure coil has perforated the cornua / left essure coil noted to be adjacent to the sigmoid colon, in peritoneal cavity. A laparoscopy was performed and when attempting to remove the coil, a piece remains in the wall of the uterus. These events, interpreted as uterine perforation and device breakage during removal, are listed in the reference safety information for essure. Uterine perforation is a serious event due to medical significance; device breakage is non-serious. In the present case the exact date and mechanism of uterine perforation were not reported. Given the nature of this event, causality with essure cannot be excluded. Since the device breakage occurred during essure removal, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis and further information are expected.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that essure coil has perforated the cornua of a patient. When attempting to remove the coil laparoscopically, a piece remained in the wall of the uterus. Follow-up received on 05-feb-2016 from physician: patient complained of acute abdominal pain. A laparoscopy was performed, a cyst was seen and essure insert (inserted 1 year prior) perforated the left cornua. Looked to be adjacent to the sigmoid colon, in peritoneal cavity. Physician gently pulled (used fluoroscopy) got all out except small piece left in uterine muscle. The physician reports that patient has no further complaints. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure coil has perforated the cornua / looked to be adjacent to the sigmoid colon, in peritoneal cavity. A laparoscopy was performed and when attempting to remove the coil, a piece remains in the wall of the uterus. These events, interpreted as uterine perforation and device breakage during removal, are listed in the reference safety information for essure. Uterine perforation is a serious event due to medical significance; device breakage is non-serious. In the present case the exact date and mechanism of uterine perforation were not reported. Given the nature of this event, causality with essure cannot be excluded. Since the device breakage occurred during essure removal, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow up information received on 03-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment this spontaneous medically confirmed case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and left essure coil has perforated the cornua / left essure coil noted to be adjacent to the sigmoid colon, in peritoneal cavity. A laparoscopy was performed and when attempting to remove the coil, a piece remains in the wall of the uterus. These events, interpreted as uterine perforation and device breakage during removal, are listed in the reference safety information for essure. Uterine perforation is a serious event due to medical significance; device breakage is non-serious. In the present case the exact date and mechanism of uterine perforation were not reported. Given the nature of this event, causality with essure cannot be excluded. Since the device breakage occurred during essure removal, causality with the suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious event was reported. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.